Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic total prostatectomy. According to the reporter: at the end of the procedure, the balloon could be not be established with the syringe and could not be removed from the pt cavity. The surgeon laparoscopically popped the anchoring balloon with a needle and the device was removed. Any pieces that fell into the pt cavity were also retrieved. No bleeding occurred. No tissue damage occurred. There was no harm to the pt. Operative time was not extended more than 30 mins.